Event description:
When IV nurse removing catheter, the catheter separated from the hub (rpt 0001) and was splint and leaking (rpt 0002). Product failure reported to materials mgmt and MFR. After second product failure, all of the #24 catheters were recalled by materials mgmt. Another brand was procured to replace those removed from stock.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure, hub. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.